Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2026, the cgm displayed a reading of 400 mg/dl and ¿high.¿ based on this cgm value, the patient administered an excessive amount of insulin. It was not reported whether a bg meter check was performed prior to dosing. Following insulin administration, the patient became disoriented, and the reporter described her behavior as similar to being in a ¿drunken state.¿ while in this impaired condition, the patient left her grandfather¿s home in the middle of the night while the reporter was at work. She walked outside in 17-degree weather and struck her head on a metal pole, resulting in a skull fracture, intracranial bleeding, and brain damage. At approximately 4:00 a.m., the reporter noticed that the patient¿s dexcom follow connection had stopped updating. The reporter asked her father to check on the patient, and he discovered she was no longer in the house. Emergency services (911) were contacted. The patient was eventually found by a train conductor, who then notified ems. She was transported to the hospital for evaluation and treatment. At the hospital, the patient¿s head injury was sutured by the healthcare provider. She remained in the ICU for more than a week before being transferred to a regular inpatient care unit. On (B)(6) 2026, she was moved to a rehabilitation facility for speech therapy and physical therapy. At that time, the patient had a feeding tube and a paralyzed vocal cord. The reporter also stated that the patient was given a brain-stimulant medication, which helped awaken her from a 6-7 day coma. The reporter noted that she may still have the box for the dexcom device used during the incident, but it is likely at their home. The family has not returned home for approximately one month due to the patient¿s hospitalization. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.